Event description:
Attorney reported: on (B)(6)2003 - pt underwent repair of an incisional hernia. Pt's hernia was repaired with a bard composix e/x mesh. On (B)(6)2008 - pt presented to the hospital suffering from a subcutaneous abscess overlying the previously placed mesh. Surgeon opened pt's midline incision and dissected into the subcutaneous tissue. He found fiber sheath overlying the mesh and removed approximately 150 m. Of grayish white pus. He irrigated the cavity and packed the wound with gauzes. On (B)(6)2008 - surgeon discovered pt had bile-type stains on the wound dressings. Pt underwent exploratory laparotomy removal of the infected mesh and closure of a recurrent hernia. During the procedure, surgeon split the mesh down the middle and found the small bowel attached to the edges of the mesh. After performing lysis of adhesions and removing the infected mesh, surgeon found a serosal tear in the small bowel and repaired it. On (B)(6)2008 - pt was discharged. Because of the defective composix kugel patch, and the multiple medical visits and surgeries necessitated, pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial rptr to request additional info and to request return of the device for eval. This MDR includes all; pt's event and device's info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.